Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons fell apart leaving pieces inside. Her husband removed the tampon pieces. She experienced fever, chills, hot flashes, diarrhea, dehydration, extreme thirst, muscle aches, migraine headache, sore throat, vomiting and a red, itchy spot on her foot. She went to the ER and had no diagnosis. Doctor said it was flu symptoms. Her symptoms have resolved.